Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to the be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message during therapy in the intensive care unit (ICU). It was also reported there was no patient injury.